Manufacturer narrative:
Unit received with flashing white lcd display anomaly due to cracked on lcd controller. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. Customer's blood glucose was not reported. Insulin pump would be replaced.